Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a manufacturer investigation laboratory. The device has been externally and internally inspected by the manufacturer. The evaluation result found unknown dust like contamination, keratin, liquid ingress, white contamination in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown. In this report, box d, g, h has been updated/ corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged headaches, humidifier is not working with device. No other peripherals or accessories were returned with the device. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation pil observed an unknown contamination on the bottom enclosure, top enclosure, sd card and filter access flip door. Pil observed an unknown dust like contamination on the top enclosure, front panel, air inlet of the blower box, pca (print circuit assembly), rear panel, blower box, bottom enclosure, blower motor and blower motor seal. Pil observed an unknown white dust like contamination on the o-ring on the rear panel. Pil observed plastic like particles on the bottom of the blower box. Evidence of liquid ingress was observed on the blower motor and the blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and the associated procedure ER 2245460 (v01). Pil is unable to directly address the symptoms. Pil cannot confirm the complaint of humidifier not working with the device. B5 verbiage has been updated.